Manufacturer narrative:
The reported complaint of a leaking solex 7 catheter (lot #86813) was not confirmed during visual inspection and functional testing. A visual inspection of the returned solex 7 catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture. Balloons were covered in dried blood. Functional testing of the returned solex 7 catheter was performed. All infusion ports and extension tubes were flushed without resistance. The solex 7 catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. All lumens flushed as intended. Additionally, the returned solex 7 catheter was connected to a known good standard suk and ran with the thermogard system for an hour in the max warming mode with a target temperature of 37°c and an hour in the max cooling mode with a target temperature of 35°c, no leak was observed on the catheter. During manufacturing, all catheters are 100 % inspected for leaks by subjecting them to pressure testing. Only units that pass are moved to the next process.

Manufacturer narrative:
Zoll has received the product for evaluation, however, investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During intravascular temperature management (ivtm) therapy, customer reported that leak suspected on the solex 7 catheter (lot #86813) due to saline bag was losing volume. No fluid was observed on the console, floor or patient's bed. Ivtm therapy was ended. No patient consequence.